Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and found an obstruction in the drain pathway to lv14 (valve 14) which was draining the wbc bath very slowly. The fse replaced lv14 to resolve the leak. Upon recur, the failure mode for the obstructed tubing at lv14 could cause erroneous results for all parameters due to carryover, as a result of improper bath drain. (B)(4).

Event description:
While running qc controls, the customer noticed a leak of clear liquid from the act diff instrument. The volume was reported as about a full cup of liquid and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the reported event.